Manufacturer narrative:
(B)(6). Product not distributed within united states. Similar to currently distributed item. (B)(4).

Event description:
During a meniscal repair procedure it was reported that t2 did not deploy. T1 remained in situ. T2 was removed by cutting the suture and removing the t with a grasper. There was less than a ten minute delay. Additional info received indicated both implants discharged with the first push of the grey ring.

Manufacturer narrative:
Evaluation narrative - four used and three unused fast-fix 360 curved needle delivery systems were returned for evaluation. The four used devices have no ts or suture attached and constructs were not returned for examination. The actuator is in the t2 post deployment position on two devices indicating a complete deployment. The actuator is in the t2 pre-deployment position on the other two used devices indicating a deployment of t1 and pre deployment of t2. The used devices were functionally tested for proper actuator advancement and cycling and were found to function as intended. One of the unused samples was functionally tested for deployment using a rubber meniscus model, device functioned as intended. Although the reported failure mode cannot be confirmed, the described failure is related to root cause investigation which has been opened to address this failure mode. This investigation is ongoing. Device is available for evaluation - returned to the manufacturer on 4 january, 2016. (B)(4).

Manufacturer narrative:
Three requests were made for the return of the device without any response. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review identified three additional complaints for this manufactured lot. Should the device be received the complaint will be reopened. No further investigation is warranted at this time. (B)(4).